Manufacturer narrative:
It was reported to abbott a patient was experiencing a burning sensation at the ipg site while walking. The patient also reported needing an MRI. However, the patient¿s ipg was issuing the message "unable to set ipg into MRI mode". Interrogation of the system showed high impedance on the right lead. The patient suffered a fall, and it was felt the lead may have migrated. The lead revision was planned but not scheduled. As of (B)(6) 2023, a surgery date had not been scheduled. The results of the investigation are inconclusive as the device was not return for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's rscs lead had migrated after a fall. Surgical intervention is currently pending.